Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that error 2012 (instrument host timeout error) occurred on the whitestar signature system. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The initial report did not include the following device evaluation by the field service report and it should have as the information was known when the initial report was submitted. When the amo field service specialist (fss) visited customer site, the account reported of the error 2011 (error getting version strings from instrument host) and error 2012 (instrument host timeout error) happening after booting the system and that after rebooting the system, it was fine. Fss performed hard-disk check and fix as well as completed the field service checklist and carries out full installation. After service, machine performed well and met amo specifications. All pertinent information available to abbott medical optics (amo) has been submitted.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.